Event description:
It was reported that the tip of bipolar forceps (mcen64) had broken. There was no reported patient impact.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was confirmed to have physical damage and determined the instrument was un-repairable. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.